Manufacturer narrative:
Combination product: yes.

Event description:
Pacing lead implanted in conduction tissue, was then extracted for undersensing, and upgrade to crtd. ECG showed w pattern in v1, lead did not have sufficient slack. Dislodgement after implant could be the reason for sub-optimal measurements and ECG showing a w pattern in v1.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 10 and 22 cm distal to the is-1 connector pin and a damaged steroid collar, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed dislodgement. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The fixation helix did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.